Manufacturer narrative:
(B)(4). The patient was diagnosed with the peritonitis on an unspecified date in (B)(6) 2015. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. It was not reported if the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. The patient was treated with an unknown antibiotic (route, dose, frequency, and duration not reported) for peritonitis. The patient's pd catheter was removed, indicating that pd therapy was discontinued. The patient switched to hemodialysis therapy. Patient outcome was unknown. No additional information is available.